Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in (B)(6).

Event description:
It was reported that before surgery, the unit is rotating slowly or sometimes not at all. There was no patient involvement. Due diligence is complete and there is no additional information available.